Manufacturer narrative:
The lead was returned for patient death. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-34007, related manufacturer reference number: 2017865-2021-34017. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiopulmonary arrest. No additional information was reported.